Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna failure with no device found message and recharge antenna frayed as insulation is pulled too far out of rtm donut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was caller stated that their recharger cord was overheating and would not give them a charge to their implantable neurostimulator (ins). Caller stated they first started having issues 3 days ago, and since then they have been fiddling with it trying to get it to charge. Caller added that they could get it up to 100% eventually but it would say an m03 error, and they would have to reset the controller frequently. Caller noted that last night they tried to charge again, and the cord got really hot and the controller went to the message battery empty cannot continue recharge the controller. Caller stated no matter what they do the controller screen would not change. Agent walked caller through removing the battery pack and plugging controller into the ac power cord, confirmed controller powers on. Agent had caller re-insert the battery and confirmed green light was flashing above the screen. Agent reviewed with caller the controller appears to be functioning as intended. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
B3: event date is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4); product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.